Event description:
It was further reported that the lead fractured and was capped and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead triggered a lead warning. The lead thresholds had been stable at about 1.5v and suddenly increased to greater than 2.5v while at about the same time the impedance had risen from 500 ohms to over 2000 ohms. The ventricular high rate electrogram showed apparent noise on the lead. The lead remains in use. No patient complications have been reportedas a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2007.